Manufacturer narrative:
This report is being submitted as part of a retrospective review and remediation per (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve into a patient with low cardiac function of 19%, percutaneous cardiopulmonary support (pcps) was performed in advance. The guidewire was inserted into the left ventricle and supraventricular arrhythmia developed. Pacing at 180 beats per minute (bpm) was performed at the balloon aortic valvuloplasty (bav). After the bav, complete heart block (chb) developed. The valve was deployed and the depth of the placement was evaluated by expanding to the point of no return. The non-coronary cusp (ncc) was around 2 millimeter (mm) and the left coronary cusp (lcc) was around 15 mm. The skirt could not be sealed and paravalvular leak (pvl) was confirmed via echocardiogram. The valve was recaptured and blood pressure disappeared momentarily and did not recover. The ventricular tachycardia switched to ventricular fibrillation when the guidewire hit the left ventricle and cardioversion was provided. It was reported that heart could not tolerate the load on the leaflets of the autologous valve and resulted in hemodynamic breakdown. Emergency pcps was performed. The left ventricle was almost inoperative so the valve was placed quickly at 3 mm on the ncc and 12 mm on the lcc. Less pvl was noted compared to the first deployment and the valve was fully released. The calcification of the leaflets was not substantial however the leaflets were firm and poor dilation of the valve was noted. A post bav was performed with a 22 mm balloon. Per the physician, there was no device issue. No adverse patient effects were reported. Additional information was received which corrected what was initially reported. The percutaneous cardiopulmonary support (pcps) was inserted following the valve recapture, not prior to the procedure start. During the first deployment attempt, it was reported that the pvl was moderate to severe. Following the second deployment attempt, the pvl was reported as moderate. Following the post deployment bav, the pvl was reported as mild to moderate. Following the procedure, the patient died in the recovery ward. The cause of death was indicated as low ejection fraction and low heart function. The doctor's opinion was that the patient's heart was not strong enough to withstand the procedure itself. There was no allegation against the valve or it's function.

Manufacturer narrative:
Previous report(s) in this series should have contained the following narrative text: "this report is being submitted as part of a retrospective review and remediation for CAPA 564121 per (B)(4)." Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.